Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to the large difference between sensor glucose versus blood glucose on saturday (B)(6) around 9 am with blood glucose of 4.0 mmol/l. The customer's another blood glucose was 20 mmol/l. The customer was in cramps and almost in a coma. Troubleshooting was not performed for sensor glucose versus blood glucose. The sensor will not be returned for analysis.